Event description:
Paramedics used the device to administer external pacing on a pt diagnosed as bradycardic. The device allegedly stopped pacing and displayed a "check electrodes" message on 3 separate occurrences when the pt was being moved. The operator checked the electrodes and connections each time and no problems were observed. Pacing was successfully restarted each time. There were no adverse affects to the pt reported as a result of the alleged malfunction.